Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient developed an allergic reaction and infection on (B)(6) 2020. The reaction consisted of yellow drainage, redness and excoriated skin. The patient was evaluated by a healthcare personnel (hcp) and prescribed oral and topical antibiotics. No additional patient or event information is available.